Event description:
It was reported that the patient experienced a loss of therapeutic effect, beginning about a month prior to the report. The patient was getting good therapy prior to this. Impedances of greater than 10,000 ohms were noted. The impedances were re-checked at 3v and some combinations at greater than 40,000 ohms were seen. Others were at 37 ,400 ohms, 38,329 ohms and 33,000 ohms. High impedances were found on the leads. No falls or trauma were reported. A revision was scheduled. The extension was swapped and the patient requested a new implantable neurostimulator (ins). The leads remained intact. No impedance issue occurred upon completion. There was a fracture in the extension wire and it was ¿clearly the issue.¿ the patienthad good coverage ¿similar to before¿ after the revision.

Manufacturer narrative:
Concomitant products: product ID 37754, serial # (B)(4), product type recharger; product ID 37744, serial # (B)(4), product type programmer, patient; product ID 3987a, lot # n096219, implanted: (B)(6) 2007, product type lead; product ID 3708220, serial # (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3708220, serial # (B)(4), implanted: (B)(6) 2012, product type extension. (B)(4).